Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. The prosthesis wear noted on the explanted humeral liner appears consistent with unintended articulation between the outer edge of the humeral liner and glenosphere following dislocation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: 320-10-00 - humeral adapter tray, +0 (B)(6). 320-42-10 - constrained humeral liner, 42mm, +0. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, following initial right reverse total shoulder arthroplasty (tsa) (implant date unknown), a revision was performed. The surgeon was unsure exactly what happened as patient history was vague and non-specific. The surgeon theorized that the constrained liner became disassociated from the adapter tray while implanted in the patient leading to subluxation of the joint; however, this was not confirmed. The liner was reportedly in situ when the patient was opened up and implants were replaced. The liner, adapter tray, and torque screw were replaced. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.